Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. (B)(4) was updated to (B)(4) and pertains to the pump. All fdp codes reported and fdc code pertain to both the pump and the catheter. Fdd codes (B)(4) pertain to the catheter.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer¿s representative. It was reported that the pump began alarming on (B)(6) 2016. The patient reported to the managing physician¿s office and a motor stall was reported and not yet recovered. The patient was sent directly to the emergency room (ER) where surgical intervention was scheduled. The representative met the patient on (B)(6) 2016, interrogated the pump, and noted a motor stall recovery occurred (B)(6) 2016. The patient was in obvious distress/withdrawal and was being managed with oral and intravenous dilaudid. Surgery was scheduled for that afternoon. It was noted there were no recent magnetic resonance imaging (MRI) done. It was indicated the patient had been noticing periods of increased pain during the night over the past several weeks. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. A computerized tomography (CT) scan revealed an interrupted catheter. Surgical intervention occurred as the pump and catheter were replaced. The pump was removed and replaced. The catheter was obviously broken in half in the spine and looked to be chronic. The catheter was also replaced. Part of the old catheter remained in the thecal sac in the lower lumbar area. Pump event logs sent in showed the motor stall occurred on (B)(6) 2016 at 04:01 and motor stall recovery occurred on (B)(6) 2016 at 16:04. It was noted that the medication was decreased down to 1.75 mg/day per the hcp due to broken catheter. It was indicated that the patient status was ¿alive ¿ no injury¿ and the issue was resolved at the time of the report. It was reported that the representative would return the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the original hcp reported the pump was analyzed and a motor stall had occurred. The patient reported the pump was alarming every 30 minutes. The customer service line was called, and the agent informed the staff the pump was not working and would need replacement. No changes were made to the medication regimen. The patient was not seen in the hcp¿s office after analyzing; the patient was referred to the other implanting physician for replacement.

Manufacturer narrative:
It was previously reported that the pump was alarming every 30 minutes; however the pump was actually reported as having alarmed every 10 minutes (not every 30 minutes). Only the pump was returned to the manufacturer. Analysis of the pump on 2017-feb-16 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: model 39286-65, serial number: (B)(4); model 37712, serial number: (B)(4); model 3708140, serial number: (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient who was receiving infumorph [10 mg/ml] at a dose of 7.010 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The pump status and/or event log reported motor stall occurred and the motor stall was active. It was noted that the patient had a sudden change in therapy/symptoms of ¿feels weird, anxious and spaced out.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.